Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that starting about 1.5 weeks ago when connecting to the pump with handset and communicator it would lag at 90% and never go past that screen. The screen would spin and never connect, it would ask them if they wanted to stop the process or wait. Patient (pt) could never get it to connect and release a bolus. During call agent walked pt through clearing data and pt closed all applications. Pt was able to connect and deliver a bolus like normal.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.